Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23282. It was reported the patient underwent a trial procedure on 4/23/2015 however, post-operatively, the patient experienced extreme pain. The patient was prescribed pain medication, which did not resolve the issue. After approximately an hour, the patient reportedly stated she could not move her left leg and before the patient returned to the or, the patient stated she couldn't move either leg. Subsequently, the patient's leads were removed and function immediately returned to her legs. However, the patient experienced numbness. It was noted the patient was transported to the ER for a scan to determine if there was any evidence of a hematoma. Follow-up information revealed the patient was sent home and the issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.